Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, due to the patient¿s vascular ¿characteristic¿, a non-edwards (18fr. Dry seal) sheath was used. Following the insertion of the sheath, a 26 mm commander delivery system and a 26 mm sapien 3 valve were inserted and advanced without difficulty. The sapien 3 valve was deployed. During the withdrawal of the delivery system, the balloon was caught on the distal tip of the sheath and the delivery system could not be drawn into the sheath. The delivery system and sheath were withdrawn together as a unit without retracting the balloon into the sheath. Following the removal of the devices, digital subtraction angiography (dsa) showed a dissection in the access vessel, superior to the femoral artery. A vascular stent was deployed in the dissection site. At the time of this report, the patient was reported to be well. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) was greater than 5.5 mm. Severe vessel calcification and severe vessel tortuosity were reported. It was perceived that the dry seal sheath might not be applicable to the commander delivery system and sapien 3 valve. The delivery system and sheath were discarded at the hospital and are not available for evaluation.

Manufacturer narrative:
Additional information: the delivery system and sheaths were discarded following the procedure and were not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be performed. No photographs of the device or imagery of the case were provided. Lot history review revealed no other complaints for ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿. The complaint history review from march 2017 to february 2018 for the edwards commander delivery system (all sizes and models) revealed 27 other returned device complaints related to this issue. Twenty-one (21) complaints were confirmed; however, no potential manufacturing non-conformances were identified. One (1) complaint was not able to be confirmed and no manufacturing non-conformances were identified. Five (5) complaints are pending engineering evaluations. The complaint history review revealed the occurrence rate did not exceed the february 2018 control limit for the trend category of ¿withdrawal difficulty¿. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. During the manufacturing process, the delivery system undergoes multiple tests and visual inspections. The flex catheter shaft undergoes visual inspection and the flex tip assembly and bonding undergoes dimensional inspection. The inflation balloon undergoes visual inspection. Following pleating, the balloon undergoes visual and dimensional inspections. Functional product verification (pv) testing on the delivery system is performed on a sampling plan. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of risk documentation revealed that the reported event is anticipated in the risk management file. Balloon cannot be retreated into the sheath (deflated balloon profile too large). Severity level of 3. Inability to retrieve catheter with valve into the sheath (bailout). Severity level of 3. Unable to remove the system from femoral artery / access vessel because unable to fully deflate the balloon can result is additional interventions (percutaneous). Severity level of 3. In this case, the complaint for ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ was not able to be confirmed since the device was not returned for evaluation. Without the device, visual, functional and dimensional analysis were not able to be performed. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations, DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. As reported, during the withdrawal of the delivery system, the balloon was caught on the distal tip of the sheath and could not be withdrawn. It was also noted that a non-edwards (dryseal) sheath was used during the procedure. The edwards commander delivery system is qualified and indicated for use with a 14fr. Edwards esheath. The device interaction and performance with the dryseal sheath is unknown. The reported event could have been attributed to use with the non-edwards device. Although the exact root cause of the withdrawal difficulty could not be determined, procedural factors (improper deflation of the balloon causing it to be caught on the sheath tip during withdrawal, use of a non-edwards sheath), in addition to patient factors (severe vessel calcification, severe vessel tortuosity) may have contributed to the reported withdrawal difficulty and subsequent iliac artery dissection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.